Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Upon interrogation, the pulse generator exhibited oversensing. Episodes of non-sustained right ventricular oversensing due to post-paced t-wave oversensing were observed. Programming changes were made to address the issue. The patient would be followed normally.